Event description:
Following the performance of a c5-t1 laminectomy and during the placement of an axis plate, a titanium axis screw used to fix the axis plate to the lamina broke in half while being inserted. An attempt to retrieve the screw was unsuccessful as it was embedded in the bone. The piece of screw was left in place.